Event description:
It was reported that during laparoscopic sigma procedure, the instrument did cut, but not staple completely. There is no further information available and no patient consequence was reported. Procedure finished with like product.